Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. No patient symptoms or additional information was reported.

Event description:
New information reported stated that the left ventricular lead had also exhibited a loss of capture. The patient was in stable condition post surgery.